Manufacturer narrative:
Updated d8 and h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. The likely cause could be due to water/humidity entering the subject device, causing an abnormality in the image sensor unit or other electronic components. A review of the device history record and historical complaints analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope displayed incompatiable scope (e315). The issue occurred during preparation for use for an unspecified procedure. The unspecified procedure was completed with a replacement device. There were no reports of patient harm.